Event description:
It was reported the physician implanted a gore® cardioform septal occluder on (B)(6) 2015 to close a patent foramen ovale. It was reported the device was surgically explanted on (B)(6) 2016. The physician reported the implant was fine and that the patients pre implant symptoms had resolved but since implant the patient had been passing out.